Manufacturer narrative:
Approximate age of device - 3 years and 4 months. The patient remains ongoing with the device. No further information. A follow up report will be submitted upon completion of investigation.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2018 the patient had driveline fault alarm on system controller immediately after jumping in the pool as he thought his son was drowning. The patient tried to switched to the backup controller but stated the alarm never went off, so switched back to the primary controller. By the time that the patient arrived to hospital, primary controller was switched over to backup controller and the alarms cleared. The patient was provided with a new system controller and backup controller, batteries and battery clips were exchanged. All the old equipment went in the garbage. Patient was completely asymptomatic. Technical service reviewed the submitted log file, and intermittent pump stoppages were observed on (B)(6) 2018 beginning by 17:23 when the pump was disconnected. The pump restarted at 17:25, followed by driveline fault alarms, then at 18:41, the pump was disconnected again. The newly submitted log file showed no further driveline fault alarms, and the patient was continued being monitored for any further alarm. The patient remains ongoing with no further issues.

Manufacturer narrative:
The pump remains implanted and the patient remains ongoing on vad support. Review of the submitted log file from the primary system controller showed that a low battery advisory alarm occurred on (B)(6) 2018 at 17:19:07, when the external battery connected to the white power cable appeared to have experienced a short. External power was disconnected from the system controller at 17:24:22 and the internal backup battery (ebb) activated and continued to power the system with no interruption in pump support. Subsequent data captured in the log file was consistent with the report that the patient switched to the back up system controller due to a driveline fault alarm occurring. A direct correlation between the device and the reported event could not be conclusively established through this investigation. The primary system controller and other external peripherals in use at the time of the event were disposed of by the clinicians at the user facility and no products were available to be returned the manufacture for analysis. The instructions for use warns the user that if external system components have contact with water or moisture, the system may fail to operate properly and the pump may stop. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.